Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to remove the gripper line and leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2019, a second mitraclip procedure was performed to treat progression of disease. One clip was implanted successfully. A second clip delivery system (cds 81003u102) was advanced to further reduce the mr. Grasping was noted to be difficult, but successful. During deployment, the clip suddenly jumped into the left atrium and was detached from both leaflets. It was noted that the posterior leaflet tore. The cds was retracted to the groin with the gripper line and the clip, and the clip was removed with forceps. One additional clip was implanted; however, the mr remained at 4 due to the tissue damage. No further clips were attempted and the procedure was discontinued. The patient remains stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number changed from 810034102 to 81003u102. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported failure modes could not be determined. The mitral regurgitation (mr) and tissue damage were procedural conditions/cascading effect of the complete clip detachment. The reported patient effects of mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.